Manufacturer narrative:
The sensor was successfully removed during second removal attempt on (B)(6) 2026. B4. Date of this report 27 jan 2026. G3. Date received by the manufacturer? 27 jan 2026.

Event description:
On (B)(6),senseonics was made aware of an incident where user's previous sensor could not be removed at their last sensor exchange (removal and reinsertion appointment).sensor was palpable and transmitter was used.another attempt for the sensor removal will be done in 6 months.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.